Event description:
There was a problem with a single lumen 4fr PICC on insertion. The PICC was primed without any obvious problem or concern. Advanced PICC through the dilator without any problem but unable to aspirate blood back. When flushed the line pt complained of pain in his neck and a strong whooshing sensation behind his ear. PICC removed and flushed and leak noticed. Replacement PICC sited without any problem and with immediate good flashback of blood. On examination following the procedure a leak at 36cm is evident.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of rewa0790 showed two other similar product complaint(s) from this lot number.